Event description:
Bayer case number: (B)(4), medical device removal [medical device removal], pulpitis [pulpitis] , pain in multiple joints [painful joints] , nausea [nausea] , migraines [migraine] , dermatitis [dermatitis], intense tiredness [tiredness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced pulpitis dental ("pulpitis"). In 2018 she experienced dermatitis ("dermatitis"). On unknown date she experienced arthralgia (" pain in multiple joints"), nausea ("nausea"), migraine ("migraines") and fatigue ("intense tiredness") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove in (B)(6) 2025). At the time of the report, the pulpitis dental, arthralgia, nausea, migraine, dermatitis and fatigue had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to pulpitis dental, arthralgia, nausea, migraine, dermatitis, fatigue or medical device removal. The reporter commented: patient¿s current status: decision to remove (removal) in (B)(6)2025, in an attempt to limit joint pain, pulpitis and other discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal], pulpitis [pulpitis], pain in multiple joints [painful joints] , nausea [nausea] , migraines [migraine] , dermatitis [dermatitis] , intense tiredness [tiredness] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 13-mar-2025. The most recent information was received on 20-mar-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. In 2017 she experienced pulpitis dental ("pulpitis"). In 2018 she experienced dermatitis ("dermatitis"). On unknown date she experienced arthralgia ("pain in multiple joints"), nausea ("nausea"), migraine ("migraines") and fatigue ("intense tiredness") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove in (B)(6) 2025). At the time of the report, the pulpitis dental, arthralgia, nausea, migraine, dermatitis and fatigue had not resolved. The outcome of medical device removal was unknown. No causality assessment was received for essure with regard to pulpitis dental, arthralgia, nausea, migraine, dermatitis, fatigue or medical device removal. The reporter commented: patient¿s current status: decision to remove (removal) in (B)(6) 2025, in an attempt to limit joint pain, pulpitis and other discomfort. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 64 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-mar-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.